Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an issue in which they do not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence on (B)(6) 2026 which led to high blood glucose. The blood glucose level was above 500 mg/dl at the time of event. The high blood glucose level was treated with correction injection via mdi (multiple daily injections).